Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician stated that the radiopaque markerbands on the 3.5x15mm apex over-the-wire balloon were not visible under fluoroscopy. No pt complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).